Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #2032227-2014-71643.

Event description:
The customer reported that the insulin pump alarmed and the display went blank. The blood glucose reading was 200 mg/dl. The customer reported that the insulin pump had no physical damage and had not been dropped, bumped or exposed to moisture. The customer stated that the battery cap contacts were not missing or damaged. The customer had issues with a blank display in the past. The customer had received a battery out limit alarm during normal use and was advised that the alarm may indicate a loose battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.